Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit had foreign objects and the adhesive around objective lens had a scratch. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope was perforated at the distal end. There were no reports of patient harm.